Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device will not be released by the account. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a pph procedure, the device malfunctioned. As a result, the patient received an ilesotomy loop reversal. The patient is currently ok. These are all the details provided. The device will not be released by the account. Additional information has been requested but to date, no more details have been received.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results found that the device arrived in good visual condition with only 19 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. Before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Ees medical director reviewed the op report and stated that we have no knowledge of any device factor that could have led to the patient outcome. The record indicates that somehow, the surgeon unintentionally stapled the rectum closed, recognized the issue and took appropriate steps to mitigate the situation. (B)(4).